Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that there was a problem with the connecting tube in the catheter. The connector between the strain sleeve and the connector is not tight and it is easy to prolapse and cannot be fixed. There was no reported patient injury.connection was very loose. Concern for catheter disconnection.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of connector difficulty was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr groshong two-piece connector. The sample was received assembled. No catheter was returned for evaluation. No obvious usage residues were observed. Microscopic inspection of the sample did not reveal any damage or deformity. The locking arms and slots appeared well-formed. Following disassembly of the connector, it was confirmed that no catheter was inserted through the connector bore. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed that it was advanced almost entirely into the narrow region of the bore. Microscopic inspection of the compression sleeve confirmed that it was nearly entirely advanced into the narrow region of the bore. The proximal end of the sleeve exhibited deformation. The position of the compression sleeve and accompanying deformation indicated that it had had been advanced into the narrow region of the bore by inserting an object into the proximal end of the distal connector segment. It appeared that the sleeve was advanced prior to passage of the catheter through the compression sleeve. This would prevent proper positioning and securement of the catheter during catheter/connector assembly. The product IFU provides instructions for proper catheter/connector system assembly. A lot history review (lhr) of rebr1230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that there was a problem with the connecting tube in the catheter. The connector between the strain sleeve and the connector is not tight and it is easy to prolapse and cannot be fixed. There was no reported patient injury. Connection was very loose. Concern for catheter disconnection.